Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Further investigation was not possible since the customer decided to exchange the affected analyzer for a new one.

Manufacturer narrative:
The field service engineer was on site on 11/28/2016 to perform liquid flow cleaning and flush tubings. He checked and flushed the waste tube. He checked the mixing station and magnet of the extra wash system. He checked extra wash system tubing for leakage. He checked a valve and the washing station of the reagent probe. He checked the reagent probe, pipetting unit, and gear pump pressure. The situation with the high control recovery did not change after service actions were performed. The customer calibrated the tnths assay and it was noted that the calibration had high signal recovery for one calibrator level. After calibration, controls were again ok, but then later dropped during the afternoon of 11/29/2016. On (B)(6) 2016, the customer stated that the control issue still persists. A calibration was performed for tnths and also hcgb on 11/30/2016. Controls were measured afterwards and were said to be stable for tnths. A drift was noted in one level of hcgb control. On 12/02/2016 a high control recovery drift was noted for both assays on one level of control. The other level of control showed no issue. A precision study was performed on the instrument on 11/25/2016. On 12/05/2016, the field service engineer observed leaking in the extra wash system. He checked the complete flow path of the extra wash system, tightened all connectors, replaced probes, and checked magnet adjustments. It was noted that one of the probes was bent. He replaced the mixer motor and rod. He checked mixer washing and this was ok. He replaced a syringe seal for the reagent probe syringe and improved washing of the probe. He replaced a seal for the sample probe syringe. He replaced the gear pump and gauge. He adjusted the main water pump as pressure was too low. He performed carryover testing with low and high hcgb patient samples. On 12/07/2016, the field service engineer checked the main power connector, adjusted the pressure sensor, flushed extra wash system lines, cleaned the water tank, performed liquid flow cleaning, replaced a circuit board, replaced a sipper syringe assembly, replaced a system reagent station, replaced a valve, swapped reagent and extra wash system syringes, and ran performance testing. Levels for a performance testing parameter were not ok, so he adjusted the photomultiplier tube and ran a blank cell. He ran calibration and controls. After these actions, calibration and controls were ok. During a check of the extra wash system probe, there was a drop visible on the outside of the probe. After swapping the syringes, nozzle, and valve, the issue with the visible drop did not resolve. The drop was also visible during routine testing. The last control shift for tnths and hcgb was observed on the morning of 12/11/2016. After calibration on 12/12/2016, one level of tnths control recovered, while hcgb control recovery remained at a low level. After calibration on 12/15/2016, control recovery for hcgb returned to the target value. On 12/17/2016, the analyzer was thoroughly checked as part of investigations and it was found to be operating within specification. Performance testing showed very good results. Power supply voltages were corrected and confirmed the next day. An initial suspected malfunction of the extra wash system could not be confirmed. Printed circuit boards were replaced. Extra wash system and reagent syringes were switched without any impact. Precision studies and carryover evaluation did not show any discrepant results. When the associated c501 analyzer was checked, slight spills at the sample position indicated overfilled samples. Probes and other areas of the c501 analyzer were found to be clean. The appearance of the laboratory was good and the analyzer was found to be in good condition. The behavior observed by the customer could not be duplicated. The clearly visible control drift of tnths and hcgb on 12/11/2016 indicate a common root cause, such as system reagents, hardware malfunction, or control material. Currently, electronic magnetic interference or the control material is considered being the most likely root cause. The customer does exclude the control material as a possible cause. The analyzer was found working within specification. Precision studies showed good performance. Component code - device subassembly = sipper syringe assembly and system reagent station

Manufacturer narrative:
The customer was putting the system back into routine testing, but noticed that another control shift occurred and there were elevated patient result on the night of (B)(6) 2016. The customer provided a patient comparison study that was performed comparing results from the problem e601 analyzer to a different e601 analyzer. Discrepancies in results still could be seen.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested for the elecsys troponin t hs assay (tnths) on a cobas 6000 e 601 module (e601). All initial results were reported outside of the laboratory and the patients were hospitalized in intensive care based on the initial high results. The patients were not adversely affected by the hospitalization. The tnths test is run on measuring cell 1 of the analyzer. Prior to running the patient samples, the control values were ok. In the evening following the initial patient measurements, controls were too high, so all samples were repeated on a different analyzer. When the samples were repeated on a different analyzer, tnths results were normal. The first sample initially resulted as 0.015 ug/l and repeated as 0.007 ug/l. The second sample initially resulted as 0.016 ug/l and repeated as 0.008 ug/l. The third sample initially resulted as 0.014 ug/l and repeated as 0.007 ug/l. The tnths reagent lot number was 138696. The reagent expiration date was asked for, but not provided. The customer later stated that two other tests performed on the same measuring cell of the analyzer had the same issue relating to calibration signals sometimes being too high and other times recovering as expected. On 11/11/2016, the field service engineer cleaned/flushed reagent tubing, replaced tube assemblies, and replaced a sipper nozzle. Calibration and controls were ok. On 11/15/2016, the field service engineer returned and replaced pinch tubing, flushed extra wash system tubing, and flushed the sample and reagent probes with warm water. He also checked and performed a sipper adjustment on the extra wash system. He ran performance testing and this was ok. Calibration and controls were ok. On 11/16/2016 the customer stopped using the analyzer for patient testing. The field service engineer reported dripping on both sipper probes of the analyzer. This issue was confirmed to be fixed after changing the pinch tubing. The analyzer mixer washing was checked and this was ok. On 11/16/2016, the field service engineer determined that controls were outside of specifications for tests on both measuring cells. The control issue was occurring in the low concentration range of the analyte. On 11/17/2016, all controls tested on measuring cell 2 on the evening of 11/16/2016 and on the morning of 11/17/2016 were said to be ok. Control recovery on measuring cell 1 was repeatedly not ok. The tnths assay was installed on measuring cell 2 and controls were ok. The field service engineer checked tnths assay settings. He checked the sample station on the analyzer and saw no issues related to potential contamination. Tnths and tsh assays were then installed on both measuring cells with the intention of measuring controls for these tests over a few days to check for possible issues with the extra wash system. The tnths test uses the extra wash system on the analyzer, but the tsh test does not use this system. Controls were measured for 2 days and the issue appeared to be isolated to the tests which use the extra wash system. Only control measurements with low signal appeared to be affected. There was also a control recovery discrepancy between both of the analyzer measuring cells. On 11/21/2016 subsequent control measurements were performed and a further drop was seen in the low signal range. Troubleshooting of the issue is ongoing at this time.

Manufacturer narrative:
On (B)(6) 2016, the field service engineer replaced tubing between the measuring cell and nozzle. He replaced pinch tubes. He adjusted the extra wash station. He observed that sometimes air bubbles appeared in a system reagent, but the bubbles have since disappeared. He change both measuring cells. He ran performance testing an calibrated all tests. After calibration controls were ok for all tests on both measuring cells, including tnths. Control recovery from all tests on both measuring cells showed a strong drop on (B)(6) 2016. On (B)(6) 2016 the customer calibrated all tests on the system and signals were much better. Controls were ok again. On (B)(6) 2016, the customer stated that controls went up and were outside of specification during the week of (B)(6) 2016. The customer also ran a patient sample for troubleshooting purposes on the affected e601 analyzer and a different analyzer. The patient result was higher on the affected e601 analyzer.